Event description:
An acute hemodialysis unit has reported a possible pt reaction to the optiflux dialyzer. The pt was admitted to the hosp on (B)(6) 2011, with a chief complaint of abdominal pain, chest pain and sob. This pt has been on hemodialysis for over 4 years and receives treatment via a rua, av graft. Reportedly, on (B)(6) 2011, within the first 15 minutes of treatment she experienced a respiratory arrest. She was resuscitated successfully and has since been placed on a cellulose dialyzer and is reportedly doing well. She was discharged from the hosp on (B)(6) 2011.

Manufacturer narrative:
(B)(4).